Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2004 - pt underwent lysis of adhesions and repair of incisional hernia with composix mesh. Bowel was found to be in the hernia sac and was lysed and freed back onto its normal environment.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. There is no indication in the medical records provided that a device failure occurred. The pt underwent repair of an incisional hernia; the medical records provided indicate that the procedure was without complication. Additionally, the mesh remains implanted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.